Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and functional tests were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve had a fissure. It was properly placed in conjunction with the brim cap and friction ring. No other anomalies were observed. A device history record evaluation was performed for the finished device number 60000719, and no internal actions related to the reported condition were identified. The hemostatic valve leakage reported was confirmed based on the damages observed on the valve. The potential cause of the fissure of the valve may be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the hemostatic valve was damaged and leaking with a backflow of blood. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The sheath was replaced and the issue resolved. The procedure continued with no further issues. No patient consequences were reported.